Event description:
It was reported that during an appendectomy procedure, when the surgeon fired across the appendix, the device stapled but did not cut. When the surgeon removed the device and observed the staple line, the staples were leaning sideways and malformed. When he opened the device, the reload fell out of the device. The device was being fired at the hepatoduodenal ligament of the appendix for the first firing using a white cartridge. No buttress was used, the device was not fired across or near existing staple line or clip. After use, each of the triggers and buttons were automatically returned to their original (pre-fired) positions, without intervention. There was no difficulty removing the device. A second device and white reload was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device without any difficulties and did not fall out during functional test. A batch record review was performed and no anomalies were found during the mfg process.